Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - failure to follow steps/instructions: it was reported the device felt stuck so the lever was pulled back and re-advanced and the footplate snapped into two pieces. The proglide instructions for use, states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that prior to a transaortic valve replacement (tavr) procedure, suture placement was attempted in the left common femoral artery with a proglide device using the preclose technique. The arteriotomy was 6f. Reportedly, the lever was opened to deploy the foot. The device "felt stuck" so the lever was pulled back and re-advanced and the footplate snapped into two pieces. One of the feet broke off inside the vessel. A cut-down procedure was performed and the broken piece was removed; however, an artery tear occurred. The artery was repaired using two stents. The patient's hematocrit decreased from 34 to 20. The patient received four units of blood during a blood transfusion. The hospitalization was prolonged. There were no reported adverse patient sequelae. There was a reported clinically significant delay in the procedure due to the cut-down procedure and artery repair. The physician is reported to be trained in the use of the proglide device and is established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual inspections were performed on the returned device. The foot separation was confirmed. The difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. The investigation was unable to determine a conclusive cause for the reported difficulty removing the device or foot separation however the reported patient effects and treatments appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.